Event description:
The customer was removing the sheath when the hub of the sheath popped up. Opened new sheath and removed old sheath to keep patient from bleeding. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
No consequences to the patient were reported. Fitting separation is not specifically labeled in IFU. Device was returned with the check-flo valve separated from the sheath. The flare is intact, of uniform cross section and of adequate size per gage. Flexor check-flo ii introducer go through a 100% inspection to confirm flare on proximal end sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is verify that coils in sheath continue into cap and the flares are trimmed evenly. Flares are checked with appropriate flare gauge. Furthermore, instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Although the flare was of adequate size, visual examination revealed the check-flo valve had separated from the sheath. While this complaint is relevant to the scope of CAPA for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. Relevant to this failure mode of hub separation, this device was manufactured after the implementation of CAPA on (B)(4) 2008. While the risk analysis concluded the risk for this failure mode and product family remains acceptable, preventative action was initiated for proximal fitting separation from sheaths at management discretion prior to the receipt of this complaint.